Event description:
It was reported that after the pulse generator was interrogated the estimated remaining longevity exhibited -0 years- but the magnet rate was -95.5ppm- and battery bar was full. The session was ended and the device was interrogated again. The second session exhibited an estimated remaining longevity of -5.75 to 7 years-. The device remained implanted.